Event description:
The zoll service technician reported that during routine testing and preventative maintenance of a zoll service loaner mseries device, it was observed that there was no device power-up. There was no pt involvement in the reported malfunction.